Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, the bixcut flexible reamers were opened for a case, and it was discovered that a few of them were bent. I believe that it is a potential user error due to extreme bending in a tibial nail case while trying to position the reamer over the guide rod (the person was short), but felt I should follow up with the complaint anyway to see if bending of reamers has been a common problem experienced among users elsewhere. Lot codes can be retrieved upon the reamers being sent in.